Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had changed and something was not working right. Additional information indicates that this lead is yet to be checked. This lead remains in service. No adverse patient effects were reported.